Manufacturer narrative:
With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Neurological dysfunction is a known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Pump remains implanted.

Event description:
It was reported from the site that the patient presented to the emergency room (ER) on (B)(6) 2016 with left leg weakness lasted five minutes then resolved. Head CT performed at outside emergency room showed hypodensity in distribution of the right inferior division of the mca. Also a hypodensity in the right cerebellum. Both of these are indicative of subacute strokes. An additional hypodensity was seen in the left cerebellum indicative of a chronic left cerebellar stroke, no bleed seen, brought to another emergency room and seen by neurology, which reports state that the patient had a right posterior headache that started monday or tuesday ((B)(6)) wife reports patient slept a lot tuesday and was lethargic. She also reports around that time that he spilled his cereal that day as he kept pouring it into his bowl until it overflowed which is also unusual. Neuro note impression state, right inferior division mca stroke which is likely subacute in nature given hematocrit (hct) findings on (B)(6) 2016. Given report of headache and fatigue, likely onset was on monday or tuesday ((B)(6)). Of note, the episode of left leg weakness was likely a second embolic event/tia. There is also evidence for a likely subacute small right cerebellar stroke. Likely etiology is cardioembolic. On (B)(6) CT of the neck states, no significant stenosis identified in the arterial structures of the neck, CT angio of the head: superior displacement of the right middle cerebral vessels consistent with edema in the right mca distribution (right temporal lobe infarct). Ultrasound doppler bilateral upper extremities (bue) and bilateral lower extremities (ble) negative, target right mca territory inferior atrial septum: bubble study showed a right-to-left shunt, neuro to start patient on aspirin and restarted on coumadin seven days post event. On (B)(6) repeat CT of head done: evolving infarct and smaller right cerebellar infarct. No evidence for hemorrhagic transformation. No additional information available.

Manufacturer narrative:
After further review of additional information received sections have been updated accordingly. It was reported from the clinical study site that the event was resolved on (B)(6) 2016. No additional information available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.